Manufacturer narrative:
A further clinical review of this event was performed on 1/21/2015, which identified this event to be MDR reportable as a serious injury pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was noting found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The sheath tip was slightly flattened and no longer round. No signs of skiving was found within the sheath. The pusher wire was bent. The filter contained all 6 legs and 6 arms, present and intact. The investigation is confirmed for a bent pusher wire and inconclusive for review.

Event description:
It was reported that during the deployment of a vena cava filter deployment procedure, the filter legs remained in the deployment sheath; therefore, a snare device is used to capture and retrieve the filter successfully. A new vena cava filter was prepped for deployment; however, upon deployment a few filter legs remained inside the deployment sheath. A snare device was used to capture and retrieve the filter successfully. No other filter was placed at this time. There is no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time. The file was documented with patient info, but not reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the deployment of a vena cava filter deployment procedure, the filter legs remained in the deployment sheath; therefore, a snare device is used to capture and retrieve the filter successfully. No other filter was placed at this time. There is no reported patient injury.